Event description:
As the physician used the linvatec disposable bur, metal shavings were witnessed from the the bur inside the shoulder joint. The physician stopped using and thoroughly washed out the shoulder.what was the original intended procedure?shoulder arthroscopy.